Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should also be noted that the omnilink elite instruction for use (IFU) warns: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel access. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. The investigation was unable to determine a conclusive cause for the reported resistance with the introducer sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Patient weight is (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery. After placement of a 6fr non-abbott sheath, a 9.0mm x 29mm x 135cm otw omnilink elite (ole) stent system was advanced via brachial access into the sheath against resistance and to the lesion. When positioning the ole without resistance, the stent dislodged. The ole delivery system was withdrawn without resistance. An unspecified balloon was then advanced through the dislodged stent, the balloon was slightly inflated to pull the stent back into the target lesion, then the stent was deployed completely within the intended target lesion with success. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.